Event description:
Sited by dir of nursing and patient care svs: on the pts' IV catheter was resistant to removal. Upon removal, this same catheter was observed to be 'kinked' but was removed by the physician without complications. Physician's report: pt without pain at insertion site. Catheter palpated in vein and not tender but small mobile nodule palpated near site along path of vein. No hematoma. Microscopic examination of catheter showed kinking near hub. Pt tolerated removal without complications.